Manufacturer narrative:
28-jun-2017 product investigation results: reporter returned 1 toothbrush head on (B)(4) 2017. Toothbrush head confirmed to be counterfeit.

Event description:
Oral-b brush head fell apart in mouth while brushing; parts of the brush that fell apart: the brush head, the connecting piece and a loose metal part [device breakage] no adverse event. Product counterfeit. Case description: a reporter stated via phone on (B)(6) 2017 that his girlfriend, age unspecified, had an oral-b power oral care refill precision clean fall apart in her mouth. Concomitant product: oral-b rechargeable toothbrush, version unknown. No symptoms were reported. (B)(4) 2017 received follow-up e-mail from consumer: the consumer reported the precision clean brush head spontaneously fell apart in her mouth while brushing her teeth this week. The brush head was purchased in mid 2016, and was used for about a month. She set the remaining brushes out of the same pack aside, and reported she would send them together with the faulty brush. She described that the attached pictures showed the parts of the brush that fell apart: the brush head, the connecting piece and a loose metal part. The brush head was from a pack of 4. The consumer reported she had brushed her teeth with a braun oral-b electric toothbrush with the associated brush head for more than a decade. No symptoms were reported.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Oral-b brush head fell apart in mouth while brushing; parts of the brush that fell apart: the brush head, the connecting piece and a loose metal part [device breakage]. No adverse event [no adverse event] case description: a reporter stated via phone on (B)(6) 2017 that his girlfriend, age unspecified, had an oral-b power oral care refill precision clean fall apart in her mouth. Concomitant product: oral-b rechargeable toothbrush, version unknown. No symptoms were reported. On (B)(6) 2017 received follow-up e-mail from consumer: the consumer reported the precision clean brush head spontaneously fell apart in her mouth while brushing her teeth this week. The brush head was purchased in mid 2016, and was used for about a month. She set the remaining brushes out of the same pack aside, and reported she would send them together with the faulty brush. She described that the attached pictures showed the parts of the brush that fell apart: the brush head, the connecting piece and a loose metal part. The brush head was from a pack of 4. The consumer reported she had brushed her teeth with a braun oral-b electric toothbrush with the associated brush head for more than a decade. No symptoms were reported.